Event description:
It was reported the insulin pump alarmed motor error overnight during basal. Customer's blood glucose was 18.7mmol/l. The device was not exposed to an MRI or strong magnetic field. Customer does not use the sensor feature. Customer's father was unable to complete rewind process. Customer's father was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump passed displacement test, basic occlusion test and prime test. However, device was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Motor position encoder error alarm confirmed in history file. The device was received with minor scratched display window. The device was received cracked case display window corner and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.